Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. The suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed carbohydrates to address bg. Customer will consult with their healthcare provider to update their settings and to discuss diabetes management.